Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited out-of-range (oor) high pacing lead impedance (pli) greater than 2,000 ohms. The patient was in atrial fibrillation (af). The ra automatic gain control (agc) was then decreased. Ra lead undersensing and fracture was reported. Boston scientific technical services (ts) reviewed the strip sent by the field representative and found deflections to be noise and atrial fibrillation (af) however suggested to obtain a surface electrocardiogram (ECG) for verification purposes. An attempted lead revision procedure was performed but had poor access so it was rescheduled. Subsequently, this patient underwent a lead revision procedure again in which the competitor ra lead was surgically abandoned and replaced. A local boston scientific field representative reported that the ra lead was not tested on a pacing system analyzer (psa) and the fracture was not confirmed on x-ray. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.